Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The scope had been washed several times in different enzyme soaps, but was still contaminated. During one of the processes, the scope gave off a large amount of black and white flakes. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel was flushed. No detergent was used during pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, and distal end. During manual cleaning, an olympus brush, model bw-412t was used. Manual disinfection was not done. The automatic endoscope reprocessor (aer) used was medivator advantage. Intercept was used as the detergent and rapicide a + rapicide b was used as the disinfectant. The scope was stored in a drying cabinet. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned and evaluated by olympus. Evaluation found the switch box was deformed, switch #1 was damaged, insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the adhesive on the bending section had a visible thread, the bending angle in the down direction did not meet standard value due to wear of the angle wire, and the universal cord had buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the use: flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.